Event description:
Customer reports that they had inserter difficulties during preparation for use. Per customer, the lens cartridge "misfired" during attempted implantation of the li61aor lens into the patient's right eye using the ez-28 delivery system. The incision was enlarged to remove the lens, and another iol was successfully implanted. Please reference MDR#: 1119279-2011-00093.

Manufacturer narrative:
Evaluation results indicate that one delivery device was returned with the tip bent. The original packaging was not returned. The lot number cannot be verified. There is very little dried solution visible in the loading deck or in the tip. Functional testing cannot be performed due to the damage. A device history records review was not possible due to no lot/serial number was provided.